Event description:
A transthoracic echocardiography (tte) was done on (B)(6) 2024.

Manufacturer narrative:
B5: transesophageal echocardiography (tte) date corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2024. The system appeared to be operating as intended at the set speed, and there were no other notable alarms related to the pump active in the log files. It was reported that the patient ultimately had recovery from heart failure, and the decision was made to intentionally occlude the pump in the catheterization lab on (B)(6) 2024 (refer to MFR #: 2916596-2024-03372 regarding the patient¿s outcome). The patient was reportedly doing well off of pump support. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 1 of the IFU lists right heart failure and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having low flow alarms (lfa) with associated dizziness and lightheadedness. Log files were sent for review. The event log files captured few scattered lfa with high pulsatility index (pi) and momentary low flow estimates all throughout the log files starting on (B)(6) 2024. Most of these low flow events were unsustained. The estimated flows were averaging at 2.4 lpm and pi was averaging from 7.4 to 9.1 during these events. The event log file captured multiple low flow events on 09apr2024. The cause of the lfa was not found and low flow software was installed. The patient was hypertensive with mean arterial pressure of 112 after missing 3 doses of coreg (carvedilol). After correcting blood pressure the low flow events persisted. The patient was mildly dehydrated upon initial assessment and was treated appropriately with intravenous fluids, however low flow events still occurred. Patient also had mild orthostatic hypotension while admitted associated with low flow alarms. The patient's condition was unlikely to be left ventricular recovery. A transthoracic echocardiogram on (B)(6) 2024 showed ejection fraction of 30-35%, mild right ventricular (rv) dysfunction, and no obvious valvular pathologies. A computed tomography angiography was negative for outflow graft obstruction on (B)(6) 2024 and reviewed (B)(6) 2024 with no abnormality. There were no signs of bleeding (hemoglobin and hematocrit were stable), arrhythmias, or rv failure. Doppler mean arterial pressure (map) improved after the patient received their antihypertensives/guideline-directed medical therapy. The patient was discharged home with low flow software installed and pump speed was increased to 5500 rpms.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.